Manufacturer narrative:
This prod is not available for analysis. Add'l info will be provided within 30 days of receipt.

Event description:
The pt was treated with a precise (p09040xc) to the left internal carotid artery. Sometime on the day of the procedure (according to the report, the event occurred after the stent placement; however, the exact time is unk), the pt's blood pressure temporarily dropped under 80 mm hg. The pt's was given etilefrin hydrochloride (15 mg per day for 9 days). The pt's blood pressure recovered to normal. There is no info on when the pt's blood pressure returned to normal. The pt displayed no neurological symptoms. The angioguards delivery and stent placement was successful. There was no calcification of vessel tortuosity. The rate of stenosis was 50%. There were no problems encountered during the procedure. There were no other problems encountered. The pt does not have a past medical history of hypotension. There were no problems encountered during the procedure. There were no other problems encountered.